Event description:
Adverse event information form pms (post marketing surveillance) patient: (B)(6), male, minor stroke. The procedure date was (B)(6) 2011. Cas operation was performed using relevant device for distal protection. Lesion was located at left carotid artery exhibiting 95% stenosis with 150mm length. Pre-dilatation was performed 3.0mm pta balloon inflated to 8atm. A carotid stent (10x24mm) was deployed. After the operation, asymptomatic occlusion was confirmed at stent deployed site. Additional information (B)(6) 2012 at the 30 day follow-up, the patient was asymptomatic occlusion was confirmed at stent deployed site. The physician has denied relationship between the relevant device and the adverse event.

Manufacturer narrative:
The actual complaint sample will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unknown; therefore, a review of the device history record cannot be performed. If in the future the device is returned or additional information is provided, a follow-up medwatch will be submitted. Device discarded - not returned for evaluation. Conclusion: the event has not been confirmed due to no product was returned for evaluation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.